Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The shocking occurred while stimulation was "on" and "off" and regardless of body position. The shocking occurred for about a week and then stopped. During that week the stimulator pocket site was sore. The shocking had stopped for about a week, and since that time there had occasionally been a "ting" of feeling when the stimulation was off. There was no known accident or incident related to this event. The impedances were measured and the values were normal. The patient's stimulation coverage was "good" for the patient's symptoms. It was later reported the patient had a shocking sensation right above the stimulator location "recently." The stimulator was turned off after this occurred. The stimulator was turned back on and the patient had not experienced any more shocking. Additional information has been requested, a follow-up report will be sent if additional information becomes available.